Event description:
The patient reported that they received an uncommanded bolus of insulin. Blood glucose levels declined to 40 mg/dl. Patient consumed juice to raise blood glucose levels. Patient reported that she felt shaking, was sweating, and felt extremely ill during the incident. The patient¿s husband removed the pod, so that it would stop delivering insulin. The pod was worn for about 48 hours, on the arm. Medical treatment was not required. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.